Manufacturer narrative:
The incorrect placement of wash solution b in the container for solution a was discovered by the operator the next day following the incident. Customer indicated no observed events of erroneous or discrepant results being reported. Ortho discussed the concern and possible risk of inadequate washing of the probe leading to false results. Ortho recommended customer to perform monthly maintenance to decontaminate the probe prior to repeat or run any samples. The investigation determined that the most likely root cause of this event was user error.

Event description:
Customer reported the discovery of wash solution b being placed in wash solution a container. The switched fluid was discovered on (B)(6) 2017 while customer records indicate solution was made (human error occurred) on (B)(6) 2017 and sample testing was performed. Issue started on: (B)(6) 2017. Frequency: x1. Customer indicated no observed events of erroneous or discrepant results being reported. Customer will consult with their medical director and consider repeating testing. The customer has agreed to contact ortho back if any discrepancies are noted in their repeat testing.